Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer replaced the keyboard to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis anesthesia es system keyboard was not working.the customer stated that there was a delay in dispensing medication.there were no adverse events or injuries reported based on this event.